Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2016-04811).

Event description:
It is reported that the patient underwent right shoulder arthroplasty revision due to increased pain and decreased range of motion that developed approximately one year post-operatively. An antibiotic spacer was implanted in place of the previous components.

Manufacturer narrative:
Concomitant medical product - bigliani/flatow the complete shoulder solution offset modular humeral head, cat#: 00430205218, lot#: 62748254; trabecular metal glenoid component 52 mm articular surface, cat#: 00432605200, lot#: 62581473. X-rays and operative notes were evaluated and the reported event was not confirmed. The x-ray review from the surgeon states that the acromioclavicular joint demonstrates mild arthropathic change with downslope orientation of the type ii acromion process. Abnormal lucency about the humeral component of shoulder arthroplasty may be seen with loosening. No fracture, hardware displacement, or dislocation is identified. It is noted in case study documentation, "implant removed due to severe adhesions, poor bone quality, possible loosening of components and tissue specimens sent to pathology returned positive for bacteria. Antibiotic spacer inserted." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.